Event description:
It was reported that the customer's blood glucose was down to 64 mg/dl and the low threshold setting on her insulin pump to suspend insulin was set to 65 mg/dl, but threshold suspend was not activated. The customer's blood glucose was confirmed with a finger stick. The customer's symptom of low blood glucose was shakiness. During troubleshooting, it ws found the low blood glucose was unexpected. The customer treated with glucose. Troubleshooting for low blood glucose was declined. Questions about threshold suspend were answered. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).